Event description:
(B)(4). Pain on my right side. Felt a "knot" near my right ovary. It has never stopped since that day.

Event description:
(B)(4). Metallic taste in my mouth. Constant pain, constant bleeding, insomnia.